Manufacturer narrative:
(B)(4). The customer returned one catheterization device and product lidstock for evaluation. The guide wire was returned advanced through and lodged within the needle. Definite signs of use were observed. The guide wire was lodged within the needle cannula, and application of extreme force was required to remove the guide wire from the needle. Once removed, the guide wire was observed to be unraveled towards the distal end but it could not be confirmed if this occurred when dislodging the guide wire or during the customer report. Visual inspection of the guide wire revealed multiple major kinks/bends along the body. Microscopic examination of the guide wire confirmed the damage , and showed the distal weld was present and appeared full and spherical. Following functional testing, the components were also observed under a uv light and no adhesive was observed on the guide wire body or within the needle cannula. The major kinks/bends in the guide wire measured 6/32" and 4 3/4" - 5 3/32" from the distal end. The guide wire tubing was severed to further analyze the guide wire. The core wire from the handle to the distal tip measured 5 3/32", which is within the specifications of 5 1/32" - 5 7/32" per product drawing. The guide wire outer diameter measured 0.436mm , which is within the specifications of 0.432mm - 0.457mm per product drawing. The inner diameter of the introducer needle at the tip measured 0.020" which is within the specification limits of 0.0190" - 0.0205" per the needle product drawing. Once removed , functional inspection of the needle was performed per the IFU which instructs the user, "stabilize position of introducer needle and carefully advance guidewire into vessel using guidewire handle." A lab inventory guide wire of the same diameter (0.018") was advanced through the needle, and it was able to pass with little to no resistance. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit informs the user, "warning: to reduce the risk of guidewire damage, do not retract guidewire against edge of needle while in vessel. Precaution: if resistance is encountered during guidewire advancement do not force feed, withdraw entire unit and attempt new puncture." The customer report of guide wire kinking via needle resistance was confirmed through investigation of the returned sample. Visual analysis revealed that the guide wire was kinked/bent. No adhesive was observed on the guide wire body or within the needle cannula. The components passed all relevant dimensional requirements and the needle passed functional requirements. A device history record review was performed and no relevant findings were identified. Based on the customer report and the sample received , unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend on reports of this nature.

Event description:
It was reported during the procedure, after the integrated guidewire is advanced, the wire curls up inside the vessel, preventing the catheter from being able to be advanced. The device is removed as a unit and a new device is placed successfully at a different site. No patient harm reported. The patient's condition is reported as fine.

Event description:
It was reported during the procedure, after the integrated guidewire is advanced, the wire curls up inside the vessel, preventing the catheter from being able to be advanced. The device is removed as a unit and a new device is placed successfully at a different site. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).